Manufacturer narrative:
This report is filed on february 14, 2017. Registration number 3009092818 and exemption number e2016011. - attachment: [68862-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on november 23, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report november 23, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted january 19, 2017.